Event description:
It was reported that intraocular lens (iol) was removed and replaced in the same procedure. It was noted that during the preparation for use and handling, haptic damage occurred, whereby the back haptic of the lens was bent upon delivery. Incision was enlarged and lens was cut to remove. Replacement lens was placed successfully to complete the procedure. No patient complications were reported. No further information has been provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection was conducted and the sample was inspected at 10x microscope magnification. The visual inspection revealed that both lens haptics were bent. The lens was cut off in half and had scratches. The visual inspection revealed some surface residuals on the lens that could be compatible to handling the lens in a non-sterile environment. The returned lens did not meet acceptance criteria. Based on investigation, the results reasonably suggest that the probable cause of the conditions of the lens could be related to handling technique during the attempt to insert the lens process. There was no indication that the event was a manufacturing related issue. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Patient age/date of birth and gender: unknown not provided. (B)(4). Device evaluation: the intraocular lens (iol) was returned to the quality assurance laboratory. The condition of the returned product was documented and not tested to specifications. The returned sample lens appears to have been cut in half with the presence of fiber and evidence of viscoelastic, ovd (ophthalmic viscosurgical device), indicating the device was handled and prepared for surgical use. No further evaluation was performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results show a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing method, inspections or specifications associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.